Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the sensing was low so the lead was replaced. The patient condition was good before and after the operation.